Event description:
Device malfunction: device breakage. Time of device malfunction: during closure procedure. Symptoms/ae: surgical intervention. It was reported that a physician, trained in the use of the proglide device, attempted right common femoral arteriotomy closure after an interventional, peripheral procedure. Reportedly the device was surgically removed and the access site was sutured. Hemostasis was surgically achieved. There was no adverse patient sequela. Though requested, no additional information was available.

Manufacturer narrative:
The customer reproted the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.